Event description:
Email received from (B)(6), quality event form. Describes broken clamp event one month prior. Clamp broke outside patient's mouth, neither patient nor staff members were injured. Made contact with office, clamp has been picked up by rep and returned for credit to (B)(6). This malfunction is reportable as sec. 803.50 states: if you are a manufacturer, you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Analysis of returned broken clamp. Item evaluated: ivory clamp style ss 0 reg bicuspid; lot no.:m0; manufacture date:10/2010; receipt date: 02/06/2015. Complaint: broken. Evaluation summary:the clamp has multiple damage points and an excessive damage area on the top side of the jaw, by a dental grinding tool. The clamp broke in the mid-bow area. The break was not parallel to a stencil or lot number character. The user's grinding marks were evident on the jaw of the clamp. The dfu states, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." Cause of breakage: misuse by user due to damage by dental grinding tool. Conclusion: the complaint is not confirmed due to user misuse. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.